Event description:
The customer questioned results for 1 patient tested for parathyroid hormone (parathormone, parathyrin - pth, intact (pth) between 2 methodologies. The customer asked if there was any cross-reactivity with 7-84 fragment with the pth assay. The customer indicated the cross reactivity with the 7-84 fragment from the other vendor was 53%. The roche pth assay detects the 7-84 fragment as well as the intact 1-84 fragment. The percentage of cross-reactivity for the roche pth assay was 100%. The result from the roche pth assay was 250 pg/ml. A different sample was sent to another vendor using chemiluninescence and the result was 600 pg/ml. The customer is questioning the result of 250 pg/ml because this would be a normal result for a patient who did not need dialysis whereas the result of 600 pg/ml would indicate the patient would need dialysis. No adverse event occurred. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
The difference in results observed have various causes. A specificity difference between the methods is unlikely. The sample is no longer available to further investigate the differences between the methods used. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.